Manufacturer narrative:
The investigation determined that lower than expected vitros digoxin (dgxn) results were attained from a vitros therapeutic drug monitoring performance verifier (tdm pv) fluid using vitros chemistry products dgxn slides in combination with a vitros 5600 integrated system. The most likely assignable cause of the lower than expected vitros dgxn quality control results is an instrument performance issue. Prior to service actions performed by an ortho field engineer which included the replacement of the immuno-wash fluid (iwf) spring and associated adjustments; the results of a within-run vitros dgxn precision test were outside of ortho guidelines indicating the vitros 5600 integrated system was not performing as intended. Acceptable within-run precision vitros dgxn results were obtained after service actions were completed indicating an instrument related issue is the likely assignable cause of the event. There is no evidence to suggest that vitros dgxn slide lot 1918-0254-0150 was not performing as expected. Acceptable performance was observed when processing the quality control fluids after the completion of service actions to the instrument.

Event description:
A customer obtained lower than expected vitros digoxin (dgxn) results from a vitros therapeutic drug monitoring performance verifier (tdm pv) fluid processed using vitros chemistry products dgxn slides in combination with a vitros 5600 integrated system. Vitros tdm pviii lot h6676 vitros dgxn results of 1.73, 1.81, 1.88, 1.90, 1.93, 1.94, 1.96 and 1.96 ng/ml versus an expected result of 2.53 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros dgxn results were obtained when processing a quality control fluid and results were not reported outside of the laboratory. However, it cannot be concluded that patient sample results would not be affected if the event were to recur undetected. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4) / ivd 454427.